Event description:
Pt status post breast reconstruction for ca and multiple procedures and silicone gel implants with history of temporal arteritis. Requested to have silicone gel implants removed and reconstruction of breasts. During surgical removal of the right implant, the entire capsule and prosthesis were removed and showed a prosthetic capsular cloudy fluid, a foul smell, and an intact implant. The left implant was removed intact and there was no cloudy fluid on this side.